Event description:
No additional information provided.

Manufacturer narrative:
It was reported by the customer that they could not push or pull back blood through device. One sample of material number 2000e, lot number 24026418 was received on 10jun204, and an additional sample was received on 02jul2024. Visual inspection of the samples was conducted, and there were no damages or abnormalities identified. The samples were then connected to a 10ml syringe filled with water and a fluid push was attempted on the samples. The sample delivered on (B)(6) 2024 did not allow for flow through the product, however, it looked to be caused by the dried blood in the sample. The sample was allowed to soak in warm water to remove the dried blood. After allowing the sample to soak in warm water for 15 minutes, a fluid push was again attempted, and fluid flowed freely through the sample. The sample delivered on (B)(6) 2024 did not have any issues allowing flow through the product. The customer complaint flow issues - fluid blockage could not be verified. A root cause could not be determined due to the failure not being replicated. A device history record review for model 2000e lot number 24026418 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Incident: they could not push or pull back blood through device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.